Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Insulin pump passed displacement test and self test.

Event description:
It was reported that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The product will return for the analysis.